Manufacturer narrative:
Qn# (B)(4). Device (catalog# cs-04301-se) is not intended for sale in the us. Similar device/component sold in the us.

Event description:
It was reported that when a single lumen cvc was inserted in a patient. No problems to insert the guidewire into the needle, no problems to pass cvk over the guidewire. Easy to pull out the guidewire. When the catheter is in place it is discovered that the back end of the guidewire (which has not been in the patient) has split. It looks like the spiral constructed outer casing has been pulled out, and that inner guidewire is visible. Otherwise everything looks normal. X-ray check was made. No suspicion of patient injury.

Event description:
It was reported that when a single lumen cvc was inserted in a patient. No problems to insert the guidewire into the needle, no problems to pass cvk over the guidewire. Easy to pull out the guidewire. When the catheter is in place it is discovered that the back end of the guidewire (which has not been in the patient) has split. It looks like the spiral constructed outer casing has been pulled out, and that inner guidewire is visible. Otherwise everything looks normal. X-ray check was made. No suspicion of patient injury.

Manufacturer narrative:
Qn#(B)(4). The customer returned one spring wire guide (swg) for evaluation. Signs-of-use in the form of biological material was observed between the coils of the guide wire. The distal j-bend also appeared slightly misshapen. Visual analysis revealed that the guide wire had become unraveled due to the proximal weld separating from the core wire. Microscopic examination confirmed that both welds were present and fully formed. The length of the core wire measured 602mm, which is within the specification limits of 596mm-604mm per the guide wire graphic. The guide wire outer diameter measured 0.797mm, which is within the specification limits of 0.788mm-0.826mm per the guide wire graphic. The undamaged portion of the swg was passed through a lab inventory ars and a lab inventory 18 ga introducer needle to test functionality. The swg only encountered resistance at the damaged portions. A manual tug test confirmed that the distal weld was intact. A device history record review was performed on the guide wire and no relevant manufacturing issues were identified. The IFU provided with the kit informs the user, "do not apply excessive force in removing guide wire or catheters. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained and further consultation requested". The report that the guide wire unraveled was confirmed through examination of the returned sample. The core wire was observed to be broken directly adjacent to the proximal weld. The guide wire met all functional/dimensional requirements during investigation testing. No manufacturing defects were found during this investigation. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.